Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
Complaint summary: leakage from the loader (B)(4). During an asd closure procedure, a 21 mm figulla flex ii device was loaded into the loader and flushed with saline through the side port. During flushing, leakage was observed from an unidentified location on the loader, preventing adequate flushing and complete air removal. The affected sheath set was discarded and replaced with a new sheath set of the same size. The replacement loader flushed normally without leakage, and the procedure was completed successfully without further issues. The customer reported that approximately 20 cc of saline was manually flushed using a 20-cc syringe. Prior to flushing, the side port connection had been secured and verified. The device packaging was intact, sterility was maintained, and the customer confirmed that the instructions for use (IFU) were followed. Following the event, the device was inspected and no visible cracks, loose components, or other defects were identified. No photos or videos were available for review. There was no patient harm, no procedure delay, no air introduction, and no adverse clinical impact associated with the leakage. The event was not reported to the relevant regulatory authority. The device is being returned for further evaluation.